Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an in-service, it was discovered that the attachment device was overheating and the color code was stripped off. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no problem. It was determined that there was no heat observed. Therefore, the reported condition of heat was not confirmed. An assignable root cause was not determined. It was determined that the device was an older model that was manufactured prior to the color code being marked on the device. If additional information should become available; a supplemental medwatch report will be sent accordingly.